Manufacturer narrative:
The meter was returned and investigated with control test strips. After further investigation, the complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Manufacturer narrative:
The product has been returned and an investigation is in process. A follow-up report will be submitted once additional information is obtained. Note: the device manufacture date for the reported meter serial number is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Health professional reported receiving inaccurate readings on their adc blood glucose meter. Health professional reported receiving a reading of 7.2 mmol/l compared to a lab result of 4 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.